Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd vacutainer® eclipse¿ blood collection needle there was blood leakage. The consumer reports ¿the needle was in the vein and consumer had a tube attached, then consumer heard air. There was blood leaking from the actual needle then suction was lost. Consumer had to re-draw the patient's blood.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for leakage with the incident lot was observed. Additionally, visual inspection of the customer samples was performed under magnification and no cannula issues were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for leakage with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and issues relating to the cannula were not observed. Based on the investigation, the most likely root cause was determined to be related to a supplier manufacturing issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.